Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was retrieved from the archive to analyze the battery bypass capacitors. Capacitor c7 was leaky.